Manufacturer narrative:
Device evaluation summary: product analysis #(B)(6): 7540020, lot# h5873544. After visual and optical examination, it appears that threads of the set screw are stripped/damaged. This damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This is consistent with misalignment of the set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative dia gnosis for lumbar disc herniation with spinal stenosis. Procedure or technique used was posterior lumbar open decompression and internal fixation. It was reported that the surgeon was unable to tighten the screw when the slippery thread while screwing in the nut. Screw thread was damaged. There was no patient symptoms or complications as a result of this event.